Event description:
Patient had low blood glucose reaction. Patient self-treated with glucagon injection, then was treated wtih an IV by a emergency medical technician. Patient then went to hospital due to low blood glucose and problem with leg.